Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that since the new device implant, the patient felt fatigued. After visiting a physician, it was determined that there was oversensing on the atrial lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.